Event description:
The customer contacted physio-control to report that their device will not power on with ac or battery power. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on with ac or battery power. There was no patient use associated with the reported issue.